Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received,urinary frequency, nocturia, urinary symptoms, leaks with urge at night, oab with incontinence, loss of urine with stress, prolapse, heaviness, bulging and sensation of pelvic organs falling out, grade I/ii rectocele with valsalva, mesh erosion, mixed incontinence. In-office mesh excision: underwent an in-office excision of mesh erosion, done by dr. (B)(6) direct reports not available; indirect information taken from visit dated (B)(6) 2008 following the in-office mesh excision, &#62664;e noted protruding wires of mesh into the vaginal area, recurrent pelvic organ prolapse and mesh erosion &#63496;ER urodynamic study on (B)(6) 2008 reveals stress urinary incontinence, induced detrusor contractions with catheter movement, delayed bladder sensation, valsalva voiding, bulging sensation and heaviness, poking sensation of sharp wires in the vagina from the mesh, urinary incontinence, nocturia during the interim period (B)(6) 2008.